Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device (unk - screws: locking: calcaneal) was not received for investigation. A photo investigation was performed based on the photo attached in notes & attachments section of pc. The image was reviewed, and the complaint condition is not confirmed. After the review of the photo provided, it was not found any defect on the alleged device. Photo provided has not enough quality and does not provide enough information to detect and confirm reported event. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for surgery of calcaneal extraction. During the extraction, the screw was broken off. All the pieces were removed from the patient. There were no adverse consequences to the patient. No additional information could be provided. Concomitant device reported: va-locki calcaneal pl 2.7 sm l58 r ti (part# 04.211.400; lot# h674285; quantity: 1), unk - extraction instruments: trauma (part# unknown; lot# unknown; quantity: 1), unk - screws: locking: calcaneal (part# unknown; lot# unknown; quantity: unknown). This complaint involves one(1) device. This report is for (1)unk - screws: locking: calcaneal. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - screws: locking: calcaneal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.